Event description:
A 55 yr old wg0 female with history of prior benign cysts excised from ? Both breasts. Bilateral subglandular implants 16 yrs ago. Developed hardening and migration. Right always higher. Complaining of left breast pain increasing mostly surface. Mammogram reveals leakage of silicone on right densities on left as approx cause of pain. Pmh & itp status post "spienxo" clinical bleeding. 2 mos ago within normal limits. Endometriosis, "mandilrilar" reconstruction. Reports decreasing general immunity. Otherwise healthy.